Event description:
Customer called regarding the strips allegedly peeling. Customer did not report any symptoms. Customer took glucose. There was no evidence of an adverse event, based on the info provided. The strips were replaced due to an unresolved issue.